Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert was sounding due to an aging atrial fibrillation alert. The alert was cleared. The device clock was also determined to have been programmed incorrectly. The clock was programmed to the correct time, and the device remains in use. No patient complications have been reported as a result of this event.